Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion (pbd). Data analysis determined that the device was depleting in a manner consistent with the low voltage capacitors advisory. To date, no intervention was done and the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.